Event description:
Surgeon implanted a cc4204bf collamer lens in 2001. In 2003 surgeon reported the presence of diffuse lens opacities in the iol. The opacities are not visually significant. Pt's pre-op best corrected visual acuity was 20/70 and post-op best corrected visual acuity is 20/30. Pt's condition/prognosis is good. A yag procedure has been performed.